Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-sustain vt episode was observed. The oversensed signal was observed on the ventricular channel for 3 seconds. Pacing was inhibited. There were no electrical anomalies. The oversensed signal could not be reproduced with isometrics. The patient was not reported to be symptomatic. Only one episode was observed. No changes were made as there has been no recurrence. Device remains implanted.